Event description:
It was reported that the facility contacted the clinic in 2003, after the pt complained about pain, dizziness and 'too loud' sensation. There was no reported trauma. Pt was taken to the emergency room due to a possible ear infection and CT scans were performed, the results of which are not available. The pt was seen for re-mapping by their clinic days later. Telemetry revealed no apparent abnormalities. The following month, the pt was given a previous map due to reports of no percieved auditory benefit with the device. Telemetry was not performed on that date. The following month the pt was seen for re-mapping. Telemetry revealed a failure to couple.